Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was cracked at the reservoir compartment and insulin squirted out like a waterfall during priming. The customer¿s blood glucose level was 135 mg/dl. Troubleshooting was performed. The customer also stated that reservoir is able to lock in place when inserted into pump but when priming pushes out more than normal amount of insulin. The insulin pump will be return for analysis.

Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system, excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm. However, the device passed rewind test and displacement test. The device had cracked reservoir tube lip, the test reservoir locked in place properly and no anomaly noted.